Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they have been having problems with 'it' since they were implanted and they have no patience. Pt stated that when they first got the implant, it would get a week and a half to 2 weeks out of it (agent understood pt had to charge the ins every 1.5 - 2 weeks). Pt stated then, they started charging at a week and the stimulation would 'cut off' right at 6 days and they were not getting shocked anymore. Pt stated their daughter has to help them charge and they have to play with it for a long time. Agent reviewed ins battery depletion - pt stated they think something might be messed up. Agent had a very hard time keeping the pt focused. Pt mentioned that they think the implant 'went out' late yesterday or wednesday because they were hurting so bad that they went to bed real early and slept through it and took pain pills. Pt stated that this morning they tried to charge the implant and turn it back on but it 'won't turn back on'. Agent asked clarifying questions - pt stated they want to turn therapy back on so they can feel better. Pt selected mystim app and then saw 'set up link' - pt stated they see this every time. Pt then saw code 336 - neurostimulator battery empty. Pt stated they charged the ins to 100% on sunday. Pt stated the next appointment they have is on the 25th. Pt stated they have to do another test to make sure the can 'put a second one in' for their back. Pt stated they will charge the implant. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address ins charge frequency and set up link issues. The rep indicated they were only notified of the issue on october 2nd via another team.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative (rep) stating the patient turned off his stimulation prior to getting an MRI and did not turn it back on. The patient 'getting shocked' was self-induced by manually increasing the amplitude because he felt the therapy was not effective. Rep met with patient for a reprogramming appointment on (B)(6) 2025 and reconfigured all his existing programs and added a new one as well. This information has been confirmed by the physician/patient. Issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.